Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has no alarm sound. Associated malfunctions for this device: pilot valve not shifting, cabinet and intake filters missing.